Manufacturer narrative:
This is one of two device reports related to this event. Add'l info has been requested and will be submitted upon request.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiac arrest and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.